Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found liquid had been spilled into the unit. The stm found the IV pole hanger to be cracked allowing the IV bag to hang over iabp. To address the issue, the stm replaced the IV pole, replaced the liquid damaged power management board and motor controller board. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.